Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device confirmed that the balloon had not been inflated. The outer member was stretched, necked and prolapsed at the proximal seal. The distal shaft was necked and prolapsed distal to the guide wire exit notch for a length of 4.2 centimeters. There was no separation of the proximal seal. There was no other damage noted to the balloon catheter. The necking and stretching may be the result of handling and/or difficulty during removal of the protective sheath. A test indeflator, filled with water, was used in an attempt to pressurize the balloon but the balloon did not inflate. With further investigation a syringe filled with air, advanced the fluid that was in the inflation lumen. The fluid stopped at the distal junction and would not advance any further. With closer investigation, a hole was noted in the outer member and in the necked area of the distal junction. This damage likely occurred when the shaft was stretched and prolapsed. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on a chemical analysis and an expanded related record review and investigation, a product issue potentially related to the balloon inflation issue was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during an unspecified procedure, the nc trek was taken to the lesion, but failed to inflate. The device was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. Another 3.5x15mm nc trek was used without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of occurrence provided as unk, estimated as (B)(6) 2012. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.